Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. While patient was removing the sensor, the sensor wire broke. The wire was visible, and patient pulled it out of the insertion site. Patient did not experience any pain or discomfort, and no medical intervention was required. Patient was fine at the time of his wife's call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the abscence of any evidence of physical harm or necessity for intervention.